Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer's blood glucose level was 404mg/dl, and their sensor reading was 163mg/dl. The customer treated the high with the pump. The difference was found to not be within the acceptable range. Troubleshoot as conducted. The customer was advised the sensor would be replaced. The customer states their levels had also dropped as low as in the 40mg/dl range. The customer declined to troubleshoot for blood glucose levels.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Device passed all operating currents tested within the specific range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.